Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the caps fell of the green patient line on four (4) amia automated pd set with cassettes. Three of the occurrences the caps fell onto the floor. The fourth occurrence the cap fell onto the "bleached surface table", was cleaned with a non-baxter cleanser and reused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: update "four (4) amia automated pd set with cassettes" to "three (3) amia automated pd set with cassettes". Remove "the fourth occurrence the cap fell onto the "bleached surface table", was cleaned with a non-baxter cleanser and reused." The fourth occurrence is addressed in manufacturer report number 1416980-2022-01113. H10: the actual devices were not received and therefore, could not be evaluated. However, one (1) companion sample was received for evaluation. A visual inspection was performed with naked eye with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.